Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited loss of slack and failure to capture.